Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that he obtained an error 1 message on his onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient is currently in the netherlands. He reported that he obtained the alleged error message on (B)(6) 2015, at 2:00pm in the netherlands, 8:00am est. The patient manages his diabetes with insulin pump therapy. He reported that as a result of obtaining the alleged error message, he continued with his usual dose of medication, including sliding scale. He reported that two hours after the start of the alleged issue, he developed symptoms of ¿thirsty [and] agitated¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.